Manufacturer narrative:
The customer's glidescope core smart cable will not be returned to verathon for evaluation. The customer reported the cable was disposed of at the facility; therefore, the cause cannot be determined. Review of complaint history for the reported smart cable, serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an intubation procedure, the glidescope core monitor displayed a green screen when connected to the glidescope core smart cable. The procedure was completed using a different glidescope core smart cable, which was made available in an unspecified amount of time. There was no report of delay in the procedure or harm to the patient.